Event description:
Healthcare professional reported "textured" against right device. Later, healthcare professional reported, "ruptured." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp, stress marks, missing shell, creases fold and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.